Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No device deficiency anomaly noted during test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that they experienced high blood glucose level of 600 mg/dl. The customer experienced different blood glucose level of 298 mg/dl. The customer was treated with manual injections. The customer did provide details regarding symptoms of their high blood glucose episodes such as nausea vomiting and abdominal pain. Troubleshooting was not performed for high blood glucose level. The insulin pump will be returned for analysis.